Event description:
It was reported that during preparation, air bubbles were noted during aspiration of the balloon. There was no patient contact.

Event description:
It was reported that during preparation, air bubbles were noted during aspiration of the balloon. There was no patient contact.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the device did not find any anomalies on the returned device. A functional test was performed and no anomalies were noted. The device was inflated and no issues were encountered. No anomalies were observed during inflation and deflation of the balloon.the manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.